Manufacturer narrative:
The events were not reported to btg by the treating physician at the time of the events in 2015. The events were reported through a retrospective clinical trial. Sepsis, hepatic failure and death are listed as known adverse events possibly associated with therasphere treatment. The acute kidney injury is unanticipated. The cause of these events could not be determined. No device malfunction was reported. The lot number associated with the therasphere administration on 09 sep 2015 was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
(B)(6) is an (B)(6) male patient enrolled in the (B)(6) study target ((B)(6) target: a therasphere advanced dosimetry retrospective global study evaluation in hepatocellular carcinoma treatment.). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. This patient was administered therasphere on (B)(6) 2015 (dose not reported) and another treatment (176.4 gy) to the left lobe on (B)(6) 2015. The total administered activity on (B)(6) 2015 was 3.01 gbq. On (B)(6) 2015, approximately one month after the second treatment, the subject was diagnosed with sepsis, hepatic failure and acute kidney injury. The subject died (death date not reported). The target principle investigator assessed the events as serious and possibly related to the therasphere. The events were not reported to btg by the treating physician at the time of the events in 2015.

Event description:
This is a follow up 1 submitted to report an additional sae for this subject [blood bilirubin increased]. Subject (B)(6) is an (B)(6) male patient enrolled in the (B)(6) clinical study target ((B)(6) target: a therasphere advanced dosimetry retrospective global study evaluation in hepatocellular carcinoma treatment.). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. This patient was administered therasphere on (B)(6) 2015 (dose not reported) and another treatment (176.4 gy) to the left lobe on (B)(6) 2015. The total administered activity on (B)(6) 2015 was 3.01 gbq. On (B)(6) 2015, 4 days after the first treatment, the subject was diagnosed with increased blood bilirubin. The patient was treated with hospitalization and supportive treatment. The target principle investigator assessed the events as serious and possibly related to the therasphere. Refer to initial MDR for subsequent saes previously reported.

Manufacturer narrative:
The event was reported through a retrospective clinical trial. Blood bilirubin increased is a known adverse events associated with therasphere treatment. No device malfunction was reported. The lot number associated with the therasphere administration on (B)(6) 2015 was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. It should be noted that this patient was elderly with bilobar disease, elevated bilirubin, cholestasis and renal function alteration at baseline. The principle investigator assessed the increased blood bilirubin as serious due to hospitalization and probably related to therasphere. Refer to initial MDR for subsequent saes previously reported.

Manufacturer narrative:
Amended complete narrative: the events were not reported to btg by the treating physician at the time of the events in 2015. The events were reported through a retrospective clinical trial. Sepsis, hepatic failure, acute kidnely injury, and death are listed as known adverse events possibly associated with therasphere treatment. The cause of these events could not be determined. No device malfunction was reported. The lot number associated with the therasphere administration on (B)(6) 2015 was not reported . Therefore, no investigation could be performed. If additional information becomes available, a follow up report will be submitted. Follow up 1: blood bilirubin increased is a known adverse events associated with therasphere treatment. No device malfunction was reported. The lot number associated with the therasphere administration on (B)(6) 2015 was not reported. Therefore, no investigation could be performed. If additional information becomes available, a follow up report will be submitted. It should be noted that this patient was elderly with bilobar disease, elevated bilirubin, cholestasis and renal function alteration at baseline. The principle investigator assessed the increased blood bilirubin as serious due to hospitalization and probably related to therasphere. Follow up 2: subject (B)(6) is an 83 year old male patient enrolled in the target study, diagnosed with hcc in 2004 (etiologic association of liver cirrhosis). This patient had a presence of portal hypertension as of (B)(6) 2015, with a baseline bclc stage b and slight ascites. (Esophagus varices not noted). No concomitant medication reported. No other relevant medical history was reported and the patient had no disease related surgery. The patients blood bilirubin was 1.7 mg/dl before the first treatment was administered. This patient was administered therasphere for bilobular hcc on (B)(6) 2015 to the right lobe (2.92 gbq). On (B)(6) 2015, 4 days after treatment, the subject was diagnosed with increased blood bilirubin. The patient was treated with hospitalization and supportive treatment. The second therasphere treatment was administered to the left lobe on (B)(6) 2015 (activity 3.01 gbq , dose 176.4 gy). On (B)(6) 2015, approximately one month after the second treatment, the subject was diagnosed with increased blood bilirubin, sepsis, hepatic failure and acute kidney injury. The subject died on (B)(6) 2015. The target principle investigator assessed both occurrences of increased blood bilirubin as serious and probably related to therasphere and assessed the sepsis, hepatic failure and acute kidney injury as serious and possibly related to the therasphere. The events reported resulted in a fatal outcome. The events were not reported to btg by the treating physician at the time of the events in 2015. Medical assessment: the target principle investigator assessed the events as serious and possibly related to the therasphere. Btg medical assessment: on (B)(6) 2015, patient presented with sepsis, hepatic failure and acute kidney injury which resulted in death. The kidney injury is likely the consequences of the hepatic failure, known as a hepato-renal syndrome. No device malfunction was reported. Limited information is available in association with this clinical study sae. Btg agrees with the pi's assessment, these events are considered serious and possibly related to therasphere. Age, portal hypertension and bilobar treatment are conditions that may have favored the occurrence of the sae. Follow up medical assessment: it must be pointed out that the patient was elderly with an extended disease (bilobar). At baseline, the patient has impaired renal function and elevated bilirubin. Whether this elevation of bilirubin was associated with biliary tract dilatation in unknown. The patient was fragile: elderly, bilobar disease, cholestasis, renal function alteration at baseline. These conditions need careful treatment monitoring and reevaluation of the benefit/risk rationale along the treatment. After the first treatment the tolerance was not good with increased cholestasis and deterioration of renal function. The second injection of therasphere should have been reconsidered at this time because per IFU therasphere is not suitable for patient with bilirubin> 2 mg/ml. Limited information is available in association with this clinical study sae. The target principle investigator assessed the increased blood bilirubin as serious and probably related to therasphere. Increased blood bilirubin is an anticipated adverse event associated with therasphere administration.

Event description:
This is a follow up 1 submitted to report an additional sae for this subject [blood bilirubin increased (B)(6) 2015] and report the date of death [(B)(6) 2015]. Subject (B)(6) is an 83 year old male patient enrolled in the btg clinical study target ((B)(4); target: a therasphere advanced dosimetry retrospective global study evaluation in hepatocellular carcinoma treatment). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. Refer to initial and follow-up 1 mdrs for saes previously reported. The second therasphere treatment was administered to the left lobe on (B)(6) 2015 (activity 3.01 gbq , dose 176.4 gy). On (B)(6) 2015, approximately one month after the second treatment, the subject was diagnosed with increased blood bilirubin, [sepsis, hepatic failure and acute kidney injury - previously reported]. The subject died on (B)(6) 2015. The target principle investigator assessed the increased blood bilirubin as serious and probably related to therasphere. The events reported resulted in a fatal outcome.

Manufacturer narrative:
The event was reported through a retrospective clinical trial. Blood bilirubin increased is a known adverse event associated with therasphere treatment. No device malfunction was reported. The lot number associated with the therasphere administration on (B)(6) 2015 was not reported. Therefore, no investigation could be performed. If additional information becomes available, a follow up report will be submitted. It should be noted that this patient was elderly with bilobar disease, elevated bilirubin, cholestasis and renal function alteration at baseline. The principle investigator assessed the increased blood bilirubin as serious due to hospitalization and death and probably related to therasphere. Complete narrative: subject (B)(6) is an 83 year old male patient enrolled in the target study, diagnosed with hcc in 2004 (etiologic association of liver cirrhosis). This patient had a presence of portal hypertension as of (B)(6) 2015, with a baseline bclc stage b and slight ascites. (Esophagus varices not noted). No concomitant medication reported. No other relevant medical history was reported and the patient had no disease related surgery. The patients blood bilirubin was 1.7 mg/dl before the first treatment was administered. This patient was administered therasphere for bilobular hcc on (B)(6) 2015 to the right lobe (2.92 gbq). On (B)(6) 2015, 4 days after treatment, the subject was diagnosed with increased blood bilirubin. The patient was treated with hospitalization and supportive treatment. The second therasphere treatment was administered to the left lobe on (B)(6) 2015 (activity 3.01 gbq , dose 176.4 gy). On (B)(6) 2015, approximately one month after the second treatment, the subject was diagnosed with increased blood bilirubin, sepsis, hepatic failure and acute kidney injury. The subject died on (B)(6) 2015. The target principle investigator assessed both occurrences of increased blood bilirubin as serious and probably related to therasphere and assessed the sepsis, hepatic failure and acute kidney injury as serious and possibly related to the therasphere. The events reported resulted in a fatal outcome. The events were not reported to btg by the treating physician at the time of the events in 2015.